Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that this patient presented to the emergency room with loss of capture and sensing and possibly diaphragmatic stimulation. The patient had twiddled the device and dislodged the leads which was confirmed via x-ray. The device was originally placed transhepatically due to cobalt radiation to the patient's chest for breast cancer as the radiation caused major tissue degradation and loss of venous access. A revision procedure was performed and this system was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was returned and testing will be performed. This product issue will be updated when evaluation is complete.